Manufacturer narrative:
The technician found the left side rail latch is bent. Per the hill-rom service manual it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. The device referenced in this report is over 12 months old and according to the recommended preventive maintenance schedule at least one pm should be performed every 12 months. Therefore, the acceptance criteria, based on the DHR, were determined to be acceptable at the time the device was released. Given the time which has elapsed, the alleged failure of the device would not be related to any issue which occurred during the manufacturing process. The technician straightened out the left side rail latch to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the left side rail is not latching. The stretcher was found in the basement of the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).